Manufacturer narrative:
Follow-up #1: date of submission 11/4/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/22/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection found some cosmetic damages with no visible damage to the keypad. A small tear was found on the bolus button cover and moisture was observed behind the display screen. Investigation was unable to duplicate the unresponsive button complaint. All the keypad and bolus buttons responded properly to presses and removal of the keypad did not find damage or contamination to the button contacts. Leaks were found on the bolus button and pump case seal. Opening the pump casing found moisture throughout the interior of the pump.

Event description:
On (B)(6) 2013, patient contacted animas, alleging that the buttons are not responding when pressed. Patient stated that the keypad and audio bolus button are intact and no damage was observed. Due to the unresponsive buttons, patient could not navigate past the verify screen for review during the call to animas. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.